Event description:
New information received on (B)(6) 2018 indicates that the reported event was noted during implant. No adverse events were reported during the procedure.

Event description:
It was reported that the patient's right ventricular lead was removed and replaced due to a failure to capture. No patient symptoms or further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found are consistent with procedural damage.